Manufacturer narrative:
(B) (4).

Event description:
According to the reporter: after the 5th firing, the staple line leaked. Additional manual suturing was done. Surgery time was extended more than 30 minutes.